Manufacturer narrative:
The customer reported complaint of console slow cooling to the specific target temperature was not confirmed during archive review or functional testing. A visual inspection was performed and no discrepancies were observed. Additionally, the casters and pump door hinge screws were tighten, the drip pan was cleaned, and the display battery, air filter and glycol coolant were replaced, unrelated to the reported complaint. A review of the console's retrieved event log found no system errors recorded on the reported event date. Functional testing was performed and the reported problem could not be reproduced. The system passed all testing with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard xp ivtm console with serial number (B)(4).

Event description:
During the patient use the thermogard xp ivtm system ((B)(4)) exhibited slow cooling to the specific target temperature. The issue was observed 7 hours after the initiation of cooling procedure. No patient harm or consequence was reported.